Event description:
Healthcare professional additionally reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: two openings crease sharp, stress marks. Based on the device analysis the final assessment is: two openings crease sharp assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to an implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.